Event description:
It was reported that during device change-out, externalized conductors were observed via fluoroscopy. All electrical measurements were within range. The lead will be monitored.

Manufacturer narrative:
No medwatch form was received.